Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a needle malfunction/luer lock became loose, heparin was sprayed outside of syringe. There was estimated 75% of scheduled dose delivered. There was patient involvement, and no patient harm/adverse event reported.